Event description:
Customer alleged that the cable plugged into the port jack could partially become unplugged and may change drives putting the chair in the driving mode. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.